Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section h5: corrected. Section h6, medical device problem code: corrected. Section h8: corrected. Manufacturer's investigation conclusion: a log file was provided from the customer for evaluation regarding low-speed alarm when the patient was connected to the mobile power unit. Analysis of the submitted log file captured low speed alarm events on 18jan2024 and 19jan2024. The pump speed value was captured as low as 3,410 rpm and the pump power value was elevated (up to 15 watts) during both events. The system was supported on the mobile power unit during both events. The low speed alarm events were not captured when the system was supported on the 14v batteries/clips. Additional information communicated that the patient was changed from the mobile power unit to a power module with an unshielded 14v power module patient cable. No further alarm was reported after the change. No functional issue was reported with the mobile power unit (serial # unavailable) and it was reported no products will be returned. A root cause of the low speed alarm events captured in the log file could not be determined through this evaluation. Serial number of the mobile power unit was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes low speed alarm and instructs user to ¿call your hospital contact immediately for diagnosis and instructions¿. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the event indicates there was no allegation against the functionality of the heartmate mobile power unit (mpu), and the mpu was not suspected to be a contributory cause of the incident.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2024-00527 and 2916596-2024-00524. It was reported that the patient had a low speed alarm while using their mobile power unit (mpu). The mpu was exchanged for a power module and the patient was put on an ungrounded cable.